Manufacturer narrative:
The actual device was not available for return, but samples from the same lot were returned from the user on 11/19/2024 and those samples were sent to the supplier/manufacturer for evaluation. A supplier corrective action request (scar) was sent to the supplier. Deroyal industries reviewed the samples returned from the customer as well as separate lots pulled from the distribution center. 15 cases of tubing were checked and 4 defects were found. Deroyal reviewed the purchase order from the supplier, but no issues were found within it. No failure modes and effects analysis could be reviewed by deroyal as this is a purchased product. Deroyal did review engineering change orders related to this product, but no issues were found. Deroyal ran a complaint to sales ratio for this product from november 2022 to november 2024 and found it to be 0.0002%. The scar was returned after the supplier completed their investigation. The supplier pulled their existing inventory and randomly sampled 472 eaches of tubing. Four products were found to be too deep. Root cause: the supplier determined the root cause to be a manufacturing/ quality control issue. The assembly staff were found to have improper force control during installation which resulted in an inconsistent depth. Corrective and preventive actions: the supplier took several corrective and preventive actions due to this root cause. The connector limit line was increased from 0.15mm to 0.70mm. The work instruction book was also updated to change the feed and process inspection instructions and add the measurement of the joint stop line and joint depth. This change in the process was then retrained for applicable staff to ensure compliance to the new joint assembly changes. These corrections were then confirmed to be effective through their process qualification showing the new depth of the pipe was effective. Deroyal industries initiated a recall to remove products from the field that were manufactured prior to the corrections made by the supplier/manufacturer. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "several complaints and a safety event put in our system about lot# cnwkd04-06. The green end on this lot number is wider and not as deep as lot number 19600504. It will not stay attached to anything which is causing issues in our picu."

Manufacturer narrative:
A user facility reported, "several complaints and a safety event put in our system about lot# cnwkd04-06. The green end on this lot number is wider and not as deep as lot number 19600504. It will not stay attached to anything which is causing issues in our picu." The actual device was not available for return, but samples from the same lot were returned from the user. A supplier corrective action request (scar) was sent to the supplier. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.